Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016 to treat mitral regurgitation (mr) with a grade of 4. Two clips (50812u151, 50812u149) were implanted, reducing the mr to 1. Two years later, echocardiogram noted that the clip implanted at a2/p2 detached from the posterior leaflet and remained attached to the anterior leaflet (slda). There was no chordal rupture or tissue damage noted. On (B)(6) 2018, an additional clip was implanted to treat the slda. The mr was reduced from 4 to 1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It could not be determined which of the two clips detached and resulted in the single leaflet device attachment (slda); therefore, a review of the complaint history and complaint history risk assessment was performed on both lot numbers. The review identified no similar incidents reported from there lots. All available information was investigated and a definitive cause for the slda in this incident could not be determined. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.